Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A root cause could not be determined, although the physician believes use error may have contributed. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary angioplasty [ptca] procedure, air was inadvertently injected into the patient's coronary artery. The physician had acquired retrograde arterial access and had negotiated the patient's descending aorta in order to cannulate and opacify the selective coronary arteries. While injecting contrast into a coronary artery air was injected and identified under fluoroscopy. The air embolus was not large enough to hemodynamically affect the patient. The clinical staff remained vigilant throughout the procedure with consistent patient monitoring. The patient remained stable throughout the interventional procedure. An attempt to remove the air embolus was not attempted and the air eventually dissipated on its own. The patient tolerated the procedure well and was discharged to home as expected. It is unknown as to how the air was introduced into the manifold system. No patient injury to report.